Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Upload reloading the cartridge, a minimum fill notification occurred with a cartridge filled with an unknown amount of insulin. The customer¿s blood glucose level was 89 mg/dl. Reportedly, the customer loaded a new cartridge and resumed insulin delivery.